Manufacturer narrative:
The manufacturer did not receive the affected devices, nor x-rays for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. Zimmer has issued an enhanced surgical technique which further emphasizes proper technique with additional warning statement, already documented in the instruction for use which accompany the device. Included with the enhanced surgical technique users received a training dvd (B)(4) 2009 which contained required surgeon training materials. Failure to verify completion of the training by the required date resulted in the surgeon being denied access to the durom acetabular cup. Corrective and preventive actions have been taken. Zimmer is continuously trending the revision rates of the durom metasul components worldwide. Once the devices are received and investigated an updated report will be submitted. Zimmer reference number (B)(4). Nb: his client is a bilateral pt. The left side surgery is referenced under (B)(4).

Event description:
A product liability claim was raised. It was reported by pt's counsel that his client received a dorum acetabular component 52/46 code l, head adapted, cls stem and metasul large diameter head, right side, on (B)(6) 2005. According to the counsel's report, his client was doing well and recuperating without complication. On an unspecified date, his client heard cracking noises coming from both sides of her hips. Two years after implantation pt was complaining of discomforts from both hip joints. She was experiencing too much pain, particularly the right side, and her movements are impaired. In (B)(6) 2009, during a control check up, it was reported that the bone on the right thigh was starting to show osteolysis. It was and indicative for a revision surgery. On (B)(6) 2010, his client underwent revision surgery due to major trochanteric osteolysis wear and elevated chrome in her blood. The head and the cup component were replaced.